Event description:
It was reported that on (B)(6) 2025, a 25mm epic valve was implanted in the patient. On (B)(6) 2025, the valve was removed due to a defect at the ligation site and a new 29mm epic valve was implanted. The patient was reported stable and recovering.

Manufacturer narrative:
Explant due to defect at the ligation site was reported. No additional information related to the defect was provided by the field. The valve was returned to abbott and examined. All three leaflets were flexible and contained no tears, perforations or anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the limited information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25mm epic valve implanted three years ago. On (B)(6) 2025, the valve was removed due to a defect at the ligation site and a new 29mm epic valve was implanted. The patient was reported stable and recovering.